Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery, button error, bad battery or low reservoir alarm noted during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, the insulin pump passed the delivery accuracy test. No possible over/under delivery anomaly noted. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked case at display window corners.

Event description:
The customer reported via phone call that their blood glucose was in the 400 mg/dl range upon waking up. The patient treated via insulin pump bolus. However, the customer alleged that their basal rates were not delivering. During troubleshooting, no insulin pump or infusion set anomalies were confirmed. Customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned for analysis.